Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional testing confirmed the reported condition, which was determined to have been caused by a manufacturing issue with the bag's port weld. This defect has been investigated and corrective actions have been implemented. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.